Manufacturer narrative:
The investigation has not been completed at this time.

Event description:
An od reports "unpredictable outcomes on a few pts", both custom and conventional. Clinical records for 12 pts were received and reviewed. Two pts were found to have reportable events due to over corrections. The other pt is being reported under MDR #1061857-2006-00214. During the early post-operative period following custom cornea lasik in both eyes, this pt reported halos, glare, blurry vision and difficulty reading. Approx 5 weeks post-op, the surgeon noted subtle haze and epi-ingrowth in both eyes, which continued through the 6 month post-op exam. The pt exhibited an over correction of 2.25 diopters in the right eye and 1.25 diopters in the left.